Manufacturer narrative:
No devices or photos were received; therefore condition of the components is unknown. These devices are used for treatment. Surgical notes from march 2014 procedure stated there was extensive pseudocyst with friable margin that extended anteriorly over the vastus lateris and proximally up along the gluteus medus. The tendon of the gluteus medius was noted to be involved and damaged in the posterior half. Corrosion was found at the femoral head to neck junction but no metal staining noted. During this procedure, the kinectiv neck used during the revision was a -4 leg length offset rather than another -8 leg length offset previously utilized. The femoral head was also changed to a smaller diameter, from a 36 mm +0 offset head to a 32 mm +0 offset head. The liner was exchanged to fit the new 32mm head. The gluteus medius was repaired before exiting the wound. Surgical notes from the october 2014 procedure stated it was for an unstable left tha. It noted that the patient had dislocated 2 times after the march 2014 revision. It was noted that the prior posterior capsular repair had torn. The femoral head was noted to have markings that appeared to be from the patients dislocations. The patient had the liner revised to a constrained liner. Based on the provided information the most likely cause of the dislocation was due to the combination of the femoral head size and femoral neck change along with the soft tissue damage that may have led to the reported event.

Event description:
It is reported, the patient was revised to address instability.

Manufacturer narrative:
This report will be amended, when our investigation is complete.